Event description:
The end user reported that she had three market units of company¿s known precut opening wafers with known lot number and all the center holes of them were off-centered. She did not apply any of the wafers so, no leakage was reported. The product was not returned. Photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Device 29 of 30. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary batch record review: the lot 3b00722 was manufactured on (B)(6) 2023, convex 2-piece (pc) manufacturing line, with a total of 6,336 market units. Complaint investigator performed a batch record review on (B)(6) 2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct. System application product (sap) material 1161271 and manufacturing order 1671319. The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: photos related to the reported problem are available for evaluation. Investigation summary: this issue was related to off center issues. The scope of this investigation covers all product family manufactured in convex 2-piece (pc) line. This complaint has been evaluated for MDR reportability using MDR procedure work instruction. The 30-day MDR reportability decision for this complaint is yes. There was no harm reported with this complaint. The complaint as described has been reviewed and does not represent a threat to public safety and therefore does not warrant a 5-day report to the FDA per 21 cfr part 803. After 6 methodologies (ms) analysis was identified. Corrective and preventive actions will be taken for each of the causes identify for problem solution. Root cause(s): machine/equipment ¿ machine and process current design. ¿ lifecycle of k-tool mechanical components has not been standardized as part of the machine pm. Method ¿ there was not a visual aid or job aid on how to use the qc tooling. ¿ there was not a detailed visual aid or job aid on how to perform the mass station set up. ¿ there was not a standardized visual aid for the flange loading stations and certification process for the station. A corrective action / preventive action (CAPA) plan was generated to take the appropriate actions. The investigation has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
To date no additional patient or event details have been received.